Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat in the proximal left anterior descending (plad) artery with 80% stenosis, mild calcification and mild tortuosity. The 3.75x12mm nc traveler balloon dilatation catheter (bdc) was inflated and deflated successfully. However, he balloon did not re-fold after several negative pressure attempts and cannot be removed from the 6french (f) guiding catheter. The bdc and guiding catheter were removed as a single unit. The balloon was noted to be pinched. Another same nc traveler balloon was used to complete the procedure. There was no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported failure to fold (bunched and winged balloon) was confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported failure to fold (bunched balloon) and failure to fold (winged balloon) and difficulty removing the device from the guiding catheter are related to a potential product quality issue. Factors that may contribute to non-uniform balloon refold (winged) include, but not limited to, large balloon profile, deflation technique, multiple inflations. In this case, it is possible that the multiple inflations contributed to the reported winged balloon; however, this cannot be confirmed. Returned device analysis confirmed that the balloon material was bunched in the distal balloon shoulder area. In this case, it is possible that deflation technique and/or the winged balloon contributed to the reported failure to fold of the balloon; however, a conclusive cause cannot be determined. Additionally, it is possible that the reported failure to fold (bunched and winged balloon) contributed to the reported difficulty removing the device from the guiding catheter as the balloon did not refold properly. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.